Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. A review of the transmission found episodes of non-sustained right ventricular oversensing (nsrvo). The episodes were attributed to under-sensing on the discrimination channel of the right ventricular lead. No patient symptoms were reported. Further information was requested but not received.